Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an svt (supraventricular tachycardia) ablation with a qdot micro catheter and the patient experienced cardiac tamponade that required pericardiocentesis. During an svt procedure (during ablation phase), the patient pressure dropped and it was confirmed by intra-cardiac ultrasound that the patient developed a pericardial effusion. A pericardiocentesis was performed. The patient was currently stable and will be transferred to the ccu (cardiac care unit) for observation. The physician's opinion on the cause of the adverse event was cs (coronary sinus) puncture.